Event description:
The circuit was used as a single limb circuit in a high flow nasal cannula application. The circuit melled at several positions on the inspiratory limb. No report of patient injury.

Manufacturer narrative:
One sample was received from the customer for evaluation. The customer returned only the inspiratory line. The inspiratory line was evaluated according to our inspection procedure. Visual examination of the inspiratory limb showed that there were three different melted sections in the tube. The wires were evenly distributed in the tubing ( not bunching). The electrical resistance for the inspiratory wire was inspected and was found within specification, the length of the wire was also measured and was found also within specification. According to the information provided by the customer, the product was being used in a low flow situation ( on 1l/p) and the circuit, although a dual limbed heated circuit, only one limb of the actual circuit was being used in a high flow nasal cannula application. The label for the heated wire circuit, clearly states that flow rates less than 3lpm may result in reduced patient humidification and increased condensation in the tubing. In this situation, a dual series circuit was modified into a single heated circuit, and therefore, the circuit was not used as intended. Customer will be modified of proper use of the circuit.